Manufacturer narrative:
A representative went to the site to preform a system check out. It was noted that they performed a single verification test on left side tracker with calibration kit and the first test failed. They abandoned verification and proceeded to recalibrating the imaging system. Then they performed a new 20cm and 40cm navigation calibration on system and the system verified calibration and verified geo-cal files on system. System checkout completed and there were no parts replaced. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No analysis or parts returned at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device used outside of a procedure. It was reported that the site was requesting the imaging system be recalibrated for navigation. It was noted that the site regularly drive it through a bumpy corridor and just want to make sure it is accurate. It was noted that there was a single verification test on left side tracker with calibration kit. The first test failed and they abandoned verification and proceeded to recalibration. There was no patient present at the time of the event.